Event description:
Information received by medtronic indicated that insulin pump was not responding. Customer reported that insulin pump battery was low and after the battery change pump was not responding. Customer reported that metal piece on the cap is missing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.